Event description:
The customer contact philips healthcare to report that "the cable that goes from the paddle to ther resistance is stripped in the middle part". There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.